Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to moisture or foreign material adhering to the electrical contacts. The event can be detected/prevented by following the instructions for use which state: instructions/evis exera iii xenon light source/olympus clv-190 4.4 connection of an endoscope warning before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit. If the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was reported that the customer was assisted by an olympus technical assistance center (tac) representative during troubleshooting with the suspected clv-190 unit. The olympus tac rep provided the customer with the following troubleshoot steps: clean the contact pins on the scope before plugging the scope on the clv-190; make sure the spring-loaded sensor at location 12 o'clock on the clv-190 is fine; and make sure the cabling is fine. After the customer verified these steps, the troubleshooting for the reported issue was successfully resolved and the customer confirmed this by turning off the tower several times. It was reported that the unit will not be returned due to the reported issue being resolved through troubleshooting. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer report to olympus that during preparation for used error ""b30"" occurred on the evis exera iii xenon light source. There was no patient harm associated with the event. The intended procedure was completed.